Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a fibertag tightrope implants surgery the fibertag needle was unhoocked without forcing it and without any strange movement. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully using a fiberloop. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6 corrected information: h6 and h11, corrected investigation information based off customer-provided picture. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex was able to determine the cause of the reported failure. This failure has been attributed to an internal manufacturing issue that was addressed through a CAPA. The complaint allegation was confirmed based on the customer's attached picture, which shows the needle detached from the suture.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual analysis of the ar-1588rtt, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.